Event description:
Same case as MFR report #: 2134265-2008-03393. Clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, severely calcified, y bifurcated, long lesion measuring 3.5x35mm with 90% stenosis. Treatment consisted of predilation, cutting balloon atherectomy, placement of four overlapping taxus liberte stents (3.5x8mm, 3.5x20mm, 3.0x16mm, and 3.0x20mm), and post dilation resulting in 0% residual stenosis. Withdrawal resistance of the taxus liberte delivery system balloon was reported with the 3.0x16mm and 3.0x20mm stents. The physician reported that due to the lesion characteristics, the initial result following stent deployment was suboptimal, but improved following post dilation. The physician stated the "stents performed remarkably well for the circumstances". There were no patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.